Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 59-60 mg/dl. Emergency medical services (ems) were called and treated customer with oral glucagon. The cause of the low bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.